Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis devices. After the trunk ipsilateral leg endoprosthesis was deployed, the contralateral effective length was measured as 9.5 cm, and a contralateral leg endoprosthesis (plc121000j) was selected for implantation on the contralateral side (in the left common iliac artery). During deployment of the plc121000j, maximal pushing was applied; however, the device landed approximately 1 cm into the left external iliac artery, covering the left internal iliac artery. Because the left iliac artery was tortuous and the bifurcation of the internal and external iliac arteries could not be confirmed, the measured contralateral effective length was inaccurate, and the plc121000j was approximately 3 cm longer than the actual contralateral effective length. After all devices were implanted, a minor proximal type I endoleak and a distal type I endoleak on the left side were observed. Touch-up ballooning was performed proximally and distally on the left side. Both endoleaks decreased but persisted. The physician decided to monitor these endoleaks.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates a potential device malfunction has occurred where the left internal iliac artery (liia) was covered by the contralateral leg device. The reported information further indicates the patient anatomy on the left-side was shorter than anticipated resulting in an approximate 3cm excess contralateral leg device length. The left-side anatomy was reportedly tortuous, and this contributed to inaccurate measurement and the contralateral leg device covering the left internal iliac artery. The device instructions for use provide instruction for proper size selection and positioning the device prior to deployment. The cause of the reported coverage of the left internal iliac artery may be attributed to the inaccurate anatomy measurement as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.